Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci), it was noted that the opticross¿ imaging catheter was fractured when advanced into the target lesion. The physician removed that imaging catheter from the patient's body. No patient complications were reported and the patient's status is stable.